Event description:
It was reported that after approximately six days of intra-aortic balloon (iab) therapy blood was seen in the iab. The iab was then removed. At this time, the assist ratio was 1: 2 at the stage where the withdrawal was already attempted. The patient's hemodynamics were stable, so therapy was discontinued. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter and between the catheter and the returned non-maquet sheath. The sheath was covering the rear portion of the membrane. The pressure tubing was also returned. A catheter tubing/inner lumen kink was observed near the y-fitting at approximately 71.1cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was detected on the membrane at approximately 1.1cm from the rear seal and measuring approximately 0.01cm in length. The reported problem was most likely triggered by the leak found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark caused by a calcified plaque in the aorta. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).